Event description:
The customer reported that the system would either continue to fluoro or display a footswitch stuck error message. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was operating as intended. However, the footswitch/ hand switch/ biplane cable was replaced as a precautionary measure. This malfunction may have resulted in a possible accidental radiation occurrence.